Event description:
The customer received a 35mg/dl difference between blood glucose readings on her breeze2 meter and a different meter. The specific readings were not provided but depending on the actual results, the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Troubleshooting was performed during the call. Product was not replaced.